Event description:
A customer contacted global technical service regarding of use error, breach in aseptic technique with the home choice (hc) during dwell. The technical service representative (tsr) explained the alarm and had the care giver (cg) cycle power to clear it. The cg stated that the home patient (hp) disconnected but did not cap off the patient line. The tsr explained that supplies were compromised and if the hp did not disconnect, the tsr would have most likely been able to clear the alarm and the hp could have continued therapy with what was connected, but since supplies were compromised they would need to end the therapy and start over with new supplies. The tsr walked the hp through clearing the alarm, then ending therapy procedure. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.